Event description:
It was reported that while exchanging the sheath for the arteriotomy locator and hemostatic valve, it appeared that the tip of the locator buckled or was damaged when it was passed through the arterial wall. The tip of the loctor became deformed and sharp, subsequently causing trauma to the arterial wall and pain for the patient upon deployment. Diamorphine was administered for pain relief. Once the locator was in the lumen of the artery, the device was deployed successfully. However, once deployed, the patient experienced an arterial bleed as the device did not appear to seal the arteriotomy adequately. Digital pressure was then applied for approximately 30 minutes.